Event description:
The customer reported that the system crashed and lost functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cmos battery was evaluated and replaced. The system database was rebuilt. The system was tested and found to be working as intended and returned to service.